Event description:
The following has been reported: biomed reported: pump (B)(4) also alarming after being cleaned, no pt harm or stopped infusion. Preliminary evaluation of the logs showed the following: mechanical hardware failure (av spring cage) an active infusion was not delayed (per the logs). Reporting due to the referenced issue. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Upon investigation, the complaint was not confirmed. The preliminary failure summary called out the spring cage. The pump was run through and passed final acceptance test without error twice. The device was then reverted to manufacturing mode to have functional testing done, which also passed without error. The fva was inspected for signs of physical damage or contamination with non-present. Lastly the pump was run long term overnight without issue.